Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to the manufacturer for recertification. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician confirmed the device failed the test active exhalation proportional valve test step. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the failed test step. Additionally, the service technician noted that the feet were missing, the cord retainer was missing, the o2 connector was damaged, the handle was cracked, the front enclosure was damaged, the rear enclosure was damaged, and the base enclosure was damaged; all of which were replaced to address the issues. If any additional information is received regarding the repair, a follow-up report will be filed.